Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., b.6., b.7., d.6., d.7., d.11., e.1., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient required the use of drops to control postoperative intraocular pressure (iop) spikes.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf on of a physician that a patient had a micro-stent implanted and following the implant the patient had to have a dmek procedure. The customer claims to have experienced other 'complications' however no additional clarification on those complications has been received. Additional information was requested.